Manufacturer narrative:
Previously filed MDR# 3006575795-2024-00885 is a duplicate of MDR# 3006575795-2024-00649. Refer to 3006575795-2024-00649 for event details. Reference to complaint #: (B)(4).

Event description:
On 09/16/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi and the floowrate test. The occlusion alarm kept going off during testing and a flow rate offset % 17, 6. No patient was involved.

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and the flow rate testing failed due to a deviation, which does not meet the standard rate of +/- 4.5%. The pump needed to be calibrated. The pump calibration confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).